Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The field of view was cloudy due to discoloration of the objective lens. In addition to evaluation in description of event or problem, the objective lens was discolored. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The flexible tube of the insertion section was crushed. Scratches were on the insertion tube. Liquid leakage was recognized in the universal cord. Scratches were found on the universal cord. Leakage was in the scope connector. Scratches were found on the scope connector. Scratches were found on the operation part. Operation part was discolored. Scratches were found on switch button 1. Scratches were found on the switch box. Scratches were on the operation unit cover. Protector of universal cord on scope connector side had a scratch. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope displayed a cloudy image. The event occurred continuously after being powered on. The intended procedure was an upper endoscopy for inspection purposes. The procedure was completed using a replacement device. There was no reported user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. It is unknown if the air/water nozzle was wiped/brushed with a gauze, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The customer carries out device pre-checks. The devices are reprocessed using high-level disinfection.